Manufacturer narrative:
Testing of actual/suspected device:customer reported temperature sensor error. A getinge field service engineer arrived onsite to diagnose the issue. The fse was unable to reproduce the issue the customer experienced. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm related malfunction. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.